Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR #s 2249697-2011-00310, 00311, 00313, 00314.

Event description:
It was reported that: "hospital washed inst in tor." Add'l info: sales rep explained that the devices were cleaned in a liquid named "tor hb", and that this substance degraded the instruments, mainly the plastics.